Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s scs ipg has reached its end of life as the end of service message was confirmed on the patient¿s controller. The ipg would no longer provide therapy. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.